Manufacturer narrative:
Medtronic ent rep reported that the sys was working properly. He was able to track instruments throughout the entire em volume (14 inches). Discussed with surgeon and staff how to properly set up the emitter and the sys. It was found that the instrument was bent, a new suction was sent to site and it did solve the issue. No return expected. No impact on pt reported.

Event description:
Site reported difficulty tracking and verifying instruments during a case. They initially got the instruments to verify and registered the pt without issue. However, when tracking, the frazier suction would track away from the pt's nose not on the pt's nose. They confirmed that the emitter was not placed too close, causing the suction not to the tracked. They reported red crosshairs and couldn't track, they tried re-verifying the probes and they got high distance to divot errors. The surgeon proceeded without navigation. No impact to pt outcome was reported.